Manufacturer narrative:
The device passed all safety and functional testing before being returned to use at the customer facility.

Event description:
While preparing for a surgical procedure, a technician made contact with the device when in the process of unwrapping the power cord to prepare to plug it in and received a shock to the hand. The device was not activated or plugged in. It was also reported that the floor of the area around the device was wet. The technician was evaluated and is currently undergoing physical therapy for weakness in the muscles of the hand that received the shock.

Event description:
While preparing for a surgical procedure, a technician made contact with the device when in the process of unwrapping the power cord to prepare to plug it in and received a shock to the hand. The device was not activated or plugged in. It was also reported that the floor of the area around the device was wet. The technician was evaluated and is currently undergoing physical therapy for weakness in the muscles of the hand that received the shock.